Event description:
The customer contacted baxter's technical service center to report a high drain alarm on a homechoice (hc) device during dwell 1 of 6. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The home patient (hp) experienced abdominal pain/discomfort, with bloating and reported "feels too full" and "swelled around the middle." The patient's caregiver (cg) contacted a baxter technical service representative (tsr) to request assistance regarding the alarm. The cg stated that the hp did a manual exchange that evening prior to getting on the hc for the current pd therapy. When the hp got on the hc, the hc did not go through the initial drain cycle. The hp then filled with solution, and the fill volume (fv) equaled 2000ml. The tsr assisted the cg to get the hp to a manual drain and drain out all of the solution. The volume of the manual drain equaled 4494ml. The tsr advised the cg to contact the patient's pd nurse (pdn) to advise the pdn of this issue and to receive further instructions. The cg understood. There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction associated with the reported condition. No additional information is available.

Manufacturer narrative:
B)(4). The homechoice (hc) was received by baxter product analysis laboratory (pal) and evaluated for the reported issue of increased intra-peritoneal volume (iipv). The reported issue was confirmed in the event history log review, however, as a drain volume of 4502 ml. The device passed hc return instrument test/evaluation (rite) functional testing and rite electrical safety testing. A short simulated therapy was performed and was completed successfully. Further testing indicated all pressures were correct and stable. The cover was opened and an internal inspection performed. No problems were revealed during this inspection. Per pal evaluation, no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The device meets specification. The cause was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.